Event description:
General report received of an unspecified number of undocumented incidents of tubing separations; subsequently blood loss was noted. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported the "clave is coming off the extension sets." Unspecified volumes of blood loss were reported. There were no reported adverse patient effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.